Manufacturer narrative:
UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The top case was found to have a dent from impact on the front left corner. The bottom case as well as the right plunger case were cracked. The pump was powered on and the reported error was duplicated. The event history log review also confirmed a check syringe flange sensor error had occurred. The root cause of the reported issue was found to be a misaligned component. The component was realigned and the cracked cases, plunger case, and power supply were replaced to resolve the issue. This MDR was generated under protocol (B)(4).

Event description:
It was reported that a flange sensor error occurred. No patient injury was reported.